Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the first image depicted the dissector balloon inserted into the trocar balloons cannula with the obturator not inserted being held by a gloved hand. The dissector balloon and trocar balloon were not inflated and with the lock collar were blood stained. The second image depicted the dissector balloons circular seal with a piece missing. The third image depicted the dissector balloons circular seal with a piece missing. It was reported that during a bilateral inguinal hernioplasty with totally extraperitoneal technique, the balloon would not inflate, as the gasket is broken and there was a leak. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a bilateral inguinal hernioplasty with totally extraperitoneal technique, the balloon would not inflate, as the gasket was broken and there was a leak. Another device was used to resolve the issue. There was no patient injury.